Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with painful rt mrh knee. Knee was done aproximately 2 years ago. Femur and tibia were removed and revised to mrh system with stems and metaphanl cones on tibia and femur.

Manufacturer narrative:
An event regarding pain involving an unknown femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: no product was returned for evaluation, photographs were provided which show the explanted device with some explantation damage and /or minor service life wear. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: the available x-rays are intra-operative or postoperative revision to show the newly implanted mrh devices. As such, there is factual info about the potential cause of the pain. Pain is rather generic and may be caused by a great number of pathological conditions about which there is no info for this patient. -device history review: not performed as no lot code was provided. -complaint history review: not performed as no lot code was provided. Conclusions: the clinical consultant indicated :the available x-rays are intra-operative or postoperative revision to show the newly implanted mrh devices. As such, there is factual info about the potential cause of the pain. Pain is rather generic and may be caused by a great number of pathological conditions about which there is no info for this patient. Further information such as, x-rays post implantation and prior to revision operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented with painful rt mrh knee. Knee was done approximately 2 years ago. Femur and tibia were removed and revised to mrh system with stems and metaphanl cones on tibia and femur.